Event description:
It was reported that the customer experienced issues with calibrating the sensor. The customer stated that he was unable to calibrate at all. While removing the sensor, the customer stated that only a piece of the sensor filament came out. The customer could not find the other piece of the sensor and was not able to see it on his body. The customer's blood glucose was 11.2 mmol/l. Troubleshooting was done. The customer did not recall any significant events leading to the sensor issues. The customer reported that the sensor cannula was not intact. Advised that the sensor was probably not fractured but that the issue was sensor retraction. Advised customer to return the sensor for analysis. Advised an x-ray could locate the sensor cannula if it was in his body. Advised a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.